Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The south wall/panel was replaced to resolve the issue. No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
The hospital reported the south panel is broken. There was no patient involvement.